Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge door was unable to be closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door latch was stuck and loose electrical connections. The field service engineer cleaned the micro switch contacts, tightened the wire harness connections, applied stabilizer to the white harness connection, and used black grease to ensure proper locking functionality. The fse logged into the hardware test application (hta) to ensure the device functionality. The system functioned as intended after the field service engineer repaired the device.